Event description:
End user was questioning accuracy of test strips. User allegedly was "getting readings that are 40 points higher on his easytouch than they were on his rely on meter." Customer service sent out control solution with test strips.